Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and the transvenous defibrillation lead exhibited noise on the rate sense channel. This noise could be reproduced with arm movement, however, impedance measurement remained within normal limits. The patient experienced fatigue with the noise, which is suspicious for pacing inhibition. A guidant technical services (ts) consultant discussed possible sources for the noise, including a loose setscrew, or possible clavicle/first rip entrapment. Ts recommended additional evaluation.